Event description:
It was initially reported that during the pt's f/u appt, high lead impedance (8800 and >10,000 ohms) was observed during two diagnostics performed. The pt was turned on at that time and was scheduled for x-rays. The physician did not know of any trauma to the area of the device. The x-rays received were reviewed by the MFR. Based on the x-ray received, there was no anomaly visualized that could have been contributing to the high lead impedance reported. Due to the limited images available, the lead body could not be completely assessed. The company rep visited with the site and diagnostics appeared to be within normal limits, but specifics were not immediately available. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.